Event description:
It was reported that the patient experienced diaphragmatic stimulation. The lead was repositioned and remains in use. It was further reported that there was lead reprogramming pre and post procedure due to stimulation. The patient is enrolled in the system longevity study. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.